Event description:
Reportedly, the stylet broke off inside the lead during the implantation procedure. The lead was not implanted.

Manufacturer narrative:
Stylet broke off inside the lead. A response is pending from the manufacturer.